Manufacturer narrative:
The referenced report of previous percutaneous lead repair is covered under MFR report #2916596-2016-00757. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted to the hospital with lvad alarms when the system was connected to the power module. It was reported that the patient had a previous distal end percutaneous lead (driveline) replacement on (B)(6) 2016. The patient reported utilizing the ungrounded power module patient cable at the time of the alarms. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed two pump stop events and 13 low speed advisory alarms while the vad was connected to the power module. X-ray images submitted were inconclusive due to loss of resolution. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No issues were observed after lvad system was connected to a grounded patient cable. On (B)(6) 2016, a follow up log file was submitted for review. The data showed additional pump stoppage events and speed decelerations. On (B)(6) 2016, the patient underwent a pump exchange.